Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient did not calibrate since seeing the inaccuracy. The animas viber user's guide states: your sensor glucose readings may be inaccurate if you calibrate less than every 12 hours. It was reported that the patient took apap. The animas vibe user's guide states: taking acetaminophen (paracetamol) containing medications while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen (paracetamol) active in your body. At the time of contact, no injury or medical intervention was reported.